Manufacturer narrative:
H3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler after ending their pd treatment. Fluid was not discovered on the external of the cassette. The patient contact reported not receiving an alarm prior to or after the leak. The patient contact was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event and that moisture was found inside the cassette door. The cause of the leak is unknown. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler after ending their pd treatment. Fluid was not discovered on the external of the cassette. The patient contact reported not receiving an alarm prior to or after the leak. The patient contact was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event and that moisture was found inside the cassette door. The cause of the leak is unknown. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.